Manufacturer narrative:
(B)(6). Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter. Analysis of the tip, distal shaft, collar, and hypotube included microscopic and visual inspection. Inspection revealed tip damage (misshapen), shaft damage (abrasions), and the collar/shaft area had a partial separation. Inspection of the rest of the device found no other damage or defects. When the guidezilla was removed from the biohazard bag, the device was bent in the collar/distal shaft partial separation area, as if kinked. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 10mar2020. It was reported that the guidezilla became kinked. A guidezilla guide extension catheter was selected for use. During the procedure, it was noted that the guidezilla became kinked. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed that the collar/shaft area had a partial separation.